Event description:
It was reported that during a laparoscopic cholecystectomy, the clip just fell out. A second device was opened and the procedure was completed without consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.